Event description:
During a transfemoral tavr procedure there was a decline in the patient¿s blood pressure which was attributed to a ventricular perforation by the extra stiff wire. It is unclear when the perforation occurred, but it was thought to have occurred at some point after the bav. After reviewing the angiograms, post bav, there was not a clearly apparent perforation. However, this is also the same point at which the pressure could not be recovered prior to the sapien valve deployment. After the bav with an 18mmx4cm z-med balloon, the patient's blood pressure dropped to approximately 80mmhg. The bav was removed and the sapien xt delivery system was advanced across the native valve. The anesthesiologist was trying to bring up the pressure but the patient was not responding as the pressure had decreased but hovered around 50-60mmhg. With the sapien across the native valve the physicians decided to go ahead with the deployment, they thought the device across the annulus may have been causing some of the depressed aortic pressure. The valve was deployed 60:40 across the native valve without any difficulties. Upon removal of the novaflex+ delivery system the patient's pressure was extremely low, about 30mmhg, and it was not recovering. The physician operating the tee noted there was some pericardial effusion and may have been causing the low pressure. A pericardiocentesis was performed which reduced the amount of effusion. At the time the patient began having an extremely slow rhythm and low pressure so CPR was performed. Approximately 10 minutes later the patient began responding to the medications being given by the anesthesiologist and the patient's ECG began recovering along with a rise in aortic pressure. The tee was referred to again because the effusion started to grow again and it was decided to place the patient on percutaneous arterial/venous cpb. The surgeon felt the only way to assess and repair the ventricle was to open the patient's chest. The surgeon performed an open sternotomy, stopped the heart, and began examining the left ventricle. He located the perforation in the ventricle and began the repair.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the physicians determined the extra stiff wire position in the ventricle caused the perforation and subsequent pericardial effusion. There is no allegation against the edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.